Event description:
The report received indicated that the regatta wire was opened, and the physician shaped it by passing it through the metal introducer tool and sharply bending it on the vertical axis. The wire was advanced through the guide catheter and into the left main and left anterior descending (lad) with the intention of navigating into the diagonal branch through the struts of a freshly deployed lad stent, to open up the cells and prepare for final kissing balloon dilatation of the bifurcation lesion; however, the wire did not make it that far; the tip prolapsed while navigating the lad. The physician withdrew the wire, in order to straighten it out and re-advance it, but the prolapsed tip didn't straighten out and seemed to "bundle up" inside the guide catheter. When the physician advanced the wire again, only a "loop" of wire came out of the guider, instead of the wire tip; therefore, the physician pulled the wire out of the pt. To finish the procedure, the physician introduced a second prowater wire into the left main / lad / diagonal branch without difficulty. A balloon catheter was then advanced over that wire ( the 1st prowater wire and balloon catheter were still waiting in the lad) and "fragments" of the previously used regatta wire then seemed to be pushed into the pt. Apparently, the physician was able to pull back on the balloon / wire system to keep the fragments from completely dislodging into the pt. At the end of the procedure, a groin-shot was taken (presumably for vascular closure device suitability) and the physician believed a very small fragment of the regatta wire remained in the iliac; however, he believed it to be in a position where no harm would come to the pt.

Manufacturer narrative:
The product is available for eval, however, as of to date, it has not been returned. Add'l info will be submitted within 30 days upon receipt.